Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "defib fault 72" and "pacer fault 117" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.